Manufacturer narrative:
Concomitant product: addr01 ipg, implanted: (B)(6) 2009.

Event description:
It was reported that the right atrial (ra) lead had low impedance, was undersensing, and was not capturing appropriately. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.